Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet2147 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "that the guide wire in one of the power midline kits came unwound before it was manipulated." Add info rcvd 03/02/2021: upon opening the midline kit, it was noted that the internal stiffening stylet was unwound. Was the bard product used on a patient?: no was there patient harm reported?: no